Event description:
It was reported that a bmc steerable versacross kit was selected for use during a watchman procedure. A perforation, pericardial effusion and cardiac tamponade were noted and the procedure was cancelled. During the procedure, when the radio frequency was pressed, the intra-atrial septum was crossed, but it was not possible to visualize the versacross rf wire. During a sweep of the heart on transesophageal echocardiogram (tee) an effusion was noted in the left ventricle (lv) thus, the patient was tapped and over 2 (two) liters of blood was drawn. CT surgery came in and did a pericardial window and was able to get the patient's blood pressure to return to normal limits. A blood transfusion and sternotomy were also done. The patient was then sent to an intensive care unit (ICU). The patient hasn't been discharged so far, and it is recovering. In physician's opinion, the device contributed to the patient complication, since the effusion was caused during the transeptal cross. There was a trivial effusion noted at the start of the procedure. Only the versacross rf wire went up. All happened before we dilated the septum, and all subsequent steps did not happen. A cell saver and (packed red blood cells) prbc and (fresh frozen plasma) ffp transfusions. No sheath leak air was reported. The patients anatomy was not difficult, but imaging was (the imager was not one of the usual cardiac anesthesiologist). There were multiple attempts required to track up / drop down into position on septum before transseptal was performed. It was a good tent in the bicaval and short axis views. When crossed the intra-atrial septum, it was not possible to visualize the versacross rf wire in the lupv. We did not dilate the septum and swept for an effusion and found one. No reason to believe that the versacross wire malfunctioned during the procedure. The patient did not have a prior history of tsp. Heparin is not administered until after the transeptal and since we noticed the effusion no was administered. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.